Event description:
Persistent unilateral vocal cord paralysis of unknown aetiology..it was reported that a femal of average size received an anesthetic with a size 5 lma for a 3.5 hour vaginal hysterectomy. Lidocaine gel was used liberally on the mask for lubrication during insertion. Immediately post operative the pt complained of numbness in the throat which gradually settled. At this time there was no dysphagia or hoarseness. One week following surgery the pt exhibited dysphagia and hoarseness of the voice and was examined by an ent surgeon who found no evidence of edema, redness, ulceraton or other evidence of trauma in the hypopharnyx. Five weeks post surgery the ent surgeon found a unilateral vocal cord paralysis which had some appearance of a superior laryngeal nerve palsy; two weeks later the appearance was a recurrent laryngeal nerve lesion with the cord lying in a paramedian position and completely flacid on both breathing and vocalization. Radiographic, CT scans, autoimmune and thyroid investigations have revealed no arytenoid dislocation, evidence of tumor or other cause for the symptoms.no causal relation to the lma has been established. The ent surgeon stated that the hoarseness would have been expected to occurr immediately post operatively if it was related to the type of airway used in the procedure.